Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: during investigation, there was moisture visible in the display. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was moisture damage found throughout the pump. Unrelated the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The customer alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.